Manufacturer narrative:
Concomitant medical products: 5076-52 lead, implanted: (B)(6) 2002. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received inappropriate therapy and presented to the emergency room. A lead integrity alert (lia) triggered due to high pacing impedance, sensing integrity counter (sic), and non-sustained episodes with oversensing on the right ventricular (rv) lead. There was also a warning due to noise and an apparent fracture was confirmed. The lead was reprogrammed with therapies and alerts turned off and it remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.